Event description:
A report was received that the patient underwent a pocket revision procedure. The patient had a fall (not device related) and was having pain at her battery site. The physician placed the ipg lower in her upper buttock but did not make a new incision for ipg. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a pocket revision procedure. The patient had a fall (not device related) and was having pain at her battery site. The physician placed the ipg lower in her upper buttock but did not make a new incision for ipg. The patient is reportedly doing well.